Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for high, out of range hv lead impedance was observed. Review of data confirmed the out of range measurement. The patient will be monitored with routine follow up.